Event description:
It was reported that after the initiation of veno-arterial extracorporeal membrane oxygenation (va ECMO) at 09:03, the fraction of inspired oxygen (fio2) increased to 40% and then to 80%; the speed was also increased. The fio2 was then increased to 100% and switched to a tank due to a post-partial pressure of oxygen (pao2) of 101 mmhg. At 09:27, the sweep was increased to 4lpm due to a post-partial pressure of carbon dioxide (pco2) of 81 mmhg. The sweep was later increased again due to the patient's elevated arterial blood gas (abg) with a paco2 level of 77 mmhg. The speed was subsequently decreased. At 11:00, the post-gas was run again on the tank at 100%. The patient was taken to the intensive care unit (ICU) at 11:45 with post-gas taken on the tank. Due to the patient's low post pao2 and high co2 levels, the oxygenator was changed out at 12:08. Fio2 was measured at 60% and sweep was set at 4 lpm. It was reported that the new oxygenator was at 60% fio2 with post-pao2 levels equal to 107 mmhg.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: functional testing of the returned oxygenator by the manufacturer (eurosets) was unable to confirm a gas transfer issue. A specific root cause for report of insufficient gas exchange could not be conclusively determined through this evaluation. The eurosets oxygenator, lot number 7383208, was returned to abbott and an initial visual inspection was performed. Visual inspection of the oxygenator revealed no obvious damage or abnormalities. The oxygenator was forwarded to the external manufacturer (eurosets) for technical analysis. The oxygenator underwent functional testing in a test circuit using bovine blood with hemoglobin, hematocrit, temperature, base excess, partial pressure of carbon dioxide, and oxygen saturation parameters complaint to standard (iso 7199). The functional testing was performed with two flows of blood and 100% oxygen gas (4 liters per minute (lpm) and 7 lpm) with a ratio of 1 (blood flow/gas flow = 1). At 7 lpm gas/blood flow, oxygen transfer, carbon dioxide transfer, and pressure drop across the oxygenator was measured. At 4 lpm gas/blood flow, the partial pressure of oxygen and the pressure drop across the oxygenator was measured. Based on eurosets¿ internal investigation, eurosets concluded that the gas transfer was compliant with the reference values. The production documentation for amg pmp oxygenator, lot number 7383208, was reviewed by the external manufacturer (eurosets) and showed that all tests made in the production process were compliant with the technical specifications. The eurosets amg pmp instructions for use (IFU) (rev. 04) is currently available. Under the list of warnings, the IFU warns that during the extracorporeal circulation (ecc) a backup oxygenator is necessary and also warns that the extracorporeal circulation has to be carefully and continuously checked. Under the section titled, ¿bypass start¿, the IFU contains a subsection on blood gas monitoring and explains how to adjust the relevant parameters based on the patient¿s blood gas values. Under the section titled ¿oxygenator replacement¿, this document states that a spare oxygenator must always be available during perfusion. After 6 hours of use with blood or if particular situations occur, which may lead the person responsible for perfusion to determine the safety of the patient may be compromised (insufficient oxygenator performance, leaks, abnormal blood parameters, etc.), follow the procedure outlined in the IFU for oxygenator replacement. No further information was provided. The manufacturer is closing the file on this event.